Event description:
It was reported that nurses are experiencing issues with the vented secondary syringe set not infusing. The facility went live with the sets in april/may 2019. The set was tested while the cpc was on-site and worked without issues. It was later reported that the customer confirmed the issues with the vented secondary syringe set not infusing was; "that the problem is not arising from the equipment. It is surely user error".

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that nurses are experiencing issues with the vented secondary syringe set not infusing. The facility went live with the sets in (B)(6) 2019. The set was tested while cpc clinical practice consultant was onsite and worked without issues. Although requested no further event details were provided by the customer.